Event description:
The line was removed from an isolation patient because of a leak at the 8 or 9 cm marking. No other information provided.

Manufacturer narrative:
The complaint of a leak in the catheter was unconfirmed, because the problem could not be reproduced. Non-bas extension legs were attached to both luer adaptors on the returned sample. Blood residue was seen in the connection between the red luer adaptor and the extension tubing. The catheter was patent to infusion. No leaks were detected when the catheter was flushed during the decontamination process or during the investigation. No leaks were detected in the catheter when it was hydraulically pressurized. Gross visual examination and functional testing revealed no evidence of defect or deformity related to the manufacturing process. A chr of lot #retd0232 showed no other similar product complaints from this lot number.